Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off the bd insulin syringe with the bd ultra-fine¿ needle during use. This occurred with 2 needles. The following information was provided by the initial reporter: "consumer reported finding needles break off and stays in her site from this box only. Denied reusing of items. She was able to remove the needle on her own."

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2164525. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the needle broke off the bd insulin syringe with the bd ultra-fine¿ needle during use. This occurred with 2 needles. The following information was provided by the initial reporter: "consumer reported finding needles break off and stays in her site from this box only. Denied reusing of items. She was able to remove the needle on her own."